Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number of the device and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter was asked to return the product for analysis. Visual examination may confirmed or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported on medwatch (B)(4); the patient had a lap-band system placed. The patient returned for replacement of original lap-band system due to a leak in the band. The band would not retain saline. Upon the removal of the device, leakage was noted in the band portion and not the tubing.